Event description:
Information was received that this smiths medical cadd ms3 pump experienced reset and programming lost. It was reported that the patient had back up pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.